Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment was received, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Products: addrl1 implantable pulse generator (ipg) implanted: 2013 (B)(6); 5076-58 implantable pacing lead implanted: 2013 (B)(6). (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from (B)(4) medical examiners. Information identified in the paperwork indicated the patient died 1 day post implant of the ipg system. Cause of death reported was ruptured aortic dissection and coronary artery disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.